Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported by the patient that following ivc filter implant, blood clots traveled to the lungs. In (B)(6) 2010, a greenfield ivc filter was placed. In (B)(6) 2012, two blood clots travelled from the patient's leg to the patient's lungs. The patient went to emergency surgery to remove the blood clots from the patient's lungs. No further complications were reported.